Event description:
Initial result for a pt hcg was <0.1 miu/ml. When repeated, the result was >10000 miu/ml. The incorrect result was not used to guide treatment. The field service representative found the sample probe was misaligned and repaired the instrument by adjusting the sample probe.